Event description:
It was reported that a patient¿s extensions ¿exteriorized¿ and later it was clarified that they had eroded through the skin at an unknown date. It was reported that the healthcare professional (hcp) chose to electively remove the extensions and the battery on the date of this report. It was noted that the devices were removed and not replaced. It was noted that it was unknown whether the patient had recovered post implant as the reporter had not heard from the hcp or patient, and the device would not be returned.

Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3587a25, lot# n413531, implanted: (B)(6) 2014, product type: lead. Product ID: 3587a25, lot# n371887, implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).